Event description:
The hospital reported that during an endoscopic vein harvesting procedure, when the harvester was performing the dissection portion of the procedure, the hemopro turned on by itself after placed on the back table. It began overheating and the jaws were glowing red even though the activation toggle switch was confirmed to be in the "off" position. Staff immediately unplugged the unit. A replacement unit was used to complete the procedure with the same cable. The hospital did not report any pt complications and it never touched the pt.

Manufacturer narrative:
Product was retained by the hospital and will not be returning. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B)(4).